Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error (error code 1004) was recorded on (B)(6) 2019. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare code 1007 because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had atrial fibrillation (af) and received internal cardioversion via the ICD. The shock impedance measurement was less than 20 ohms. A boston scientific field representative reviewed the arrhythmia logbook and found other episodes of oversensed noise on the rv channel along with code 1004 indicative of shock into a shorted lead and code 1007 indicative of charge time greater than 45 seconds. Surgical intervention was performed. The ICD was explanted and will be returned for evaluation. The rv lead was surgically abandoned. Besides surgical intervention there were no adverse patient effects reported.